Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a routine programming session, affected channels were observed. There was no accident or trauma reported.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Furthermore, during implantation surgery a full insertion could not be achieved and two channels were left outside of cochlea, which likely contributed to the observed lack of benefit. Re-implantation is considered, but no further information has been received yet.

Event description:
During a routine programming session, affected channels were observed. There was no accident or trauma reported. The electrode was not completely inserted at the implantation, there were 2 channels outside the cochlea; and no implant bed was drilled. Re-implantation is considered.